Event description:
Healthcare professional reported unknown side seroma and positive for and breast implant associated anaplastic large cell lymphoma (bia-alcl). Pathological markers have not been provided. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, as all reported events are classified as medical, they are unable to be observed, therefore they are not confirmed. A review of the current risk documents was performed, and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and bia-alcl suspected.

Event description:
Healthcare professional reported unknown side seroma and positive for and breast implant associated anaplastic large cell lymphoma (bia-alcl). Pathological markers have not been provided. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of seroma-late/lymphoma-alcl was received on nov 06, 2024, with lot number 3485645. Based on the product analysis performed, the assessments of the complaints are: ¿ lymphoma-alcl: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. As per the investigation procedure crease opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.